Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the handpiece tip caught on fire. The flame was approximately 1/2-inch long. The generator was set to 6 and 6. There were no injuries. Additional information provided states that the heatshrink appeared loose following the flame and that it is unclear whether or not the device was in contact with forceps at the time of the flame/fire. Investigation conclusion: the reported issue of a loosened heatshrink was confirmed. The reported issue of a flame/fire was not confirmed. The heatshrink is split and peeling away from the base of the device electrode shaft, which is consistent with prolonged use and/or insufficient cleaning. However, it remains connected to the device. The allegation of flame/fire could not be recreated in the laboratory environment. Additionally, the information provided from the customer may have included contact with forceps during use, which is againts the IFU and can contribute to changes in the rf energy path. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, staff reported a flame coming from the plasmablade device tip. The flame was approximately 1/2 inch long. There was no injury to the staff or patient.